Event description:
It was reported that a patient enrolled in the oxford study, underwent a partial knee arthroplasty on (B)(6) 2013. Subsequently, patient alleges occasional clicking in the operative knee due to the bearing. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.